Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. It also had a cracked case at the display window corners, minor scratched lcd window, cracked reservoir tube and cracked reservoir tube lip. No moisture damage noted on motor assembly or electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. Blood glucose value 300 mg/dl; treated with manual injection. The customer explained that she had dropped the device into the toilet. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.